Manufacturer narrative:
The impella device has not yet been returned for evaluation. However, device evaluation is anticipated. A supplemental report will be filed upon closure of the investigation. The instructions for use for purge pressure and pump stop are as follows: ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ the failure modes will be monitored and trended.

Event description:
The user facility reported an impella cp in a 78yo male placed for mechanical circulatory report. It was reported that high purge pressure and purge system blocked alarms were triggered during impella cp support. The pressure was measured at 1068 mmhg with flows at less than 1ml/hr. The pump was initially monitored for changes in performance, but ultimately stopped working the following morning. The pump was explanted as a result of the failure. There was no patient harm.

Manufacturer narrative:
The investigation into the pump stop and the high purge pressure issues has been completed since the initial report was submitted. The device was not returned for investigation. Data logs confirm there were motor current spikes with suction alarms followed by high purge pressure and purge system blocked alarms. Immediately after, the flow becomes saturated; later, there was a high motor current pump stop. The root cause of the pump stop and the high purge pressure was most likely biomaterial.